Event description:
The customer reported that the x-ray tube was excessively noisy. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep ordered and replaced the x-ray tube and cap. He moved the switches cap collimator to a new tube, then ensured the proper collimator was in place. He performed a filament cal. The system is operating as intended.